Event description:
It was reported that at approximately 0400, it was noted that there was not enough formula remaining to feed patient until 1200, when the next 24 hour volume would be delivered to the unit. It is suspected that the patient was receiving more volume per hour than the 22 ml/hr that the pump was programmed for. Pump was removed from service and a new pump was ordered and feed was restarted. It was reported that upon evaluation, the pump was found to be out of calibration and will be sent back to the manufacturer. Reportedly, there was no harm to patient. It was also reported that 4 days prior to this event, this pump was evaluated by clinical engineering at this facility and returned to service with no issues identified.